Manufacturer narrative:
The customer stated qc was acceptable. No instrument maintenance issues were identified. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 233 pg/ml. The sample was repeated twice; with results of 5.72 pg/ml. The questionable result was not reported outside of the laboratory.